Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result. The physician explanted and replaced the patient's ipg. Therapy was restored following the procedure.